Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issues occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the digital subtraction angiography (dsa) machine suddenly reported an error. Review of the system log file indicate that the ui module en-x safety line was continuously active. Consequently, motorized movements were not available. As a part of troubleshooting process, fse corrected the situation by replacing the geo module. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the patient was undergoing coronary angiography in the intervention center, the digital subtraction angiography (dsa) machine suddenly reported an error and could not work normally. The procedure was aborted. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issues occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the digital subtraction angiography (dsa) machine suddenly reported an error. Review of the system log file indicate that the ui module en-x safety line was continuously active. Consequently, motorized movements were not available. As a part of troubleshooting process, fse corrected the situation by replacing the geo module. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The product UDI, reporting address line 1 and the reporting address city have been updated.